Event description:
Medtronic received a report that after opening the package and hydrating, the balloon was found to be leaking water. It was replaced and the surgery was completed. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the hyperglide balloon catheter and guidewire were returned for analysis within a shipping box and a plastic bio-pouch. The guidewire was returned inside the hyperglide balloon catheter. Damage location details: the guidewire extended approximately 39.6 cm from within the hyperglide catheter hub and approximately 3.0cm from within the catheter distal tip. No damage was observed on the hyperglide catheter hub. The hyperglide catheter body showed no bends or kinks. Upon visual inspection, the hyperglide balloon appeared to be in good condition. Testing/analysis: the guidewire was removed and hydrated and the hyperglide balloon catheter was flushed with water. The guidewire was reinserted through the hyperglide balloon catheter without issue, and the balloon was inflated. The balloon was found to be leaking distal to the distal marker and could not maintain inflation. Microscopic inspection revealed a tear/hole in the balloon tubing at the location of the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device was prepared as indicated in the IFU. No damage was noticed upon opening the package. Hydration was performed prior to the damage being seen. The cause of the leak was determined as leakage was found when opening the package. There was no damage or evidence of tampering to device packaging. The information is confirmed by the physician.